Manufacturer narrative:
H3, h6: the reported device, used for treatment, was not returned for evaluation. Visual inspection of a photograph provided by the site confirmed that the laser weld was broken at the distal end of the pin driver. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified prior similar events. Visual inspection of the photograph determined that the laser weld had been broken. The relationship of the device and reported event has been established. The malfunction was related to a deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the inner portion to separate completely from the outer portion of the device.

Event description:
It was reported that, during an unspecified surgery, the shaft and catch of the pin driver disassociated while removing the bicortical pin. The issue was resolved by swapping the equipment. Surgery was delayed, but it is unknown for how long. The patient was not harmed.